Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer that during use of the bd connecta¿ multiflo¿ 3-way multiple infusion manifold the connection port of the connecta is not locked tightly, and there is liquid leakage. The following information was provided by the initial reporter: "the patient prepared for the operation. When the infusion is given, the connecta is connected. The connection port of the connecta is not locked tightly, and there is liquid leakage. After replacing another tee tube, it can be used normally, which has no effect on the patient."